Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test, however failed during prime test due to loose drive support disk. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had squirted out during priming. Customer's blood glucose level was unknown. Customer reported that insulin pump slower during rewind and louder during rewind. Customer reported that when they replaced the reservoir it shuts off and resets. Insulin pump will not be returned for analysis.